Event description:
It was reported that during a coronary artery stenting treatment procedure, shaft breakage occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad) with 100% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The lesion involved a more than 90 degree bend. A 2.25x12mm libert bare metal stent was advanced, but failed to cross the lesion. The stent delivery system was pushed forward and then the shaft was broken completely inside the guide catheter. The device was removed. This procedure was completed with another same device. No patient complications were reported. The patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Correction: upn corrected from h7493893812220 to h749389388250; catalog/model # corrected from 38938-1222 to 38938-825; device lot number corrected from 16053967 to 16056543; device expiration date corrected from 25-apr-2016 to 28-apr-2016; device manufactured date corrected from 28-apr-2013 to 01-may-2013. Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system with a liberte/veriflex shelf box. An examination of the returned device revealed the balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube and shaft kinks. There was a complete hypotube separation 62cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the size of the liberte bare metal stent is 2.50x8mm instead of previously reported 2.25x12mm.